Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When the power was applied, the cable began to spark and burned in two near the end that connected to the forceps. A small flame occurred that burned a hole in the surgeon's gown about chest level. No injuries were reported. The cable was replaced and the case was completed.